Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events leading to the patient¿s outcome could not conclusively be established through this evaluation. In addition, an analysis of the log files confirmed low flow alarms. It was reported that the patient had cardiac arrest due to arrhythmia and acute right ventricular failure (rvf) on (B)(6) 2020 that required dual lumen cardiac support and right ventricular assist device (rvad) placement. The submitted system controller event log files contained data from (B)(6) 2020. The file captured multiple low flow hazard alarms on (B)(6) 2020, the day of the reported cardiac arrest. The pump operated as intended at the set speed. The account later communicated that the patient had a decline in neurological status and was found to have anoxic brain injury. The arrhythmia was due to hypotension and acute cerebrovascular accident (cva). The underlying conditions lead to the patient¿s right heart failure (rhf). The account stated that the patient was a high-risk implant with right ventricular (rv) dysfunction before the left ventricular assist device (lvad) implant. The patient had an rvad placed (centrimag) and was reported to have had no device alarms or issues. The patient¿s family ultimately withdrew support and the patient expired on (B)(6) 2020. The account communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, right heart failure, stroke, other neurological event, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and neurological dysfunction as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. "Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02mar2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest with an arrhythmia and acute right ventricular failure that required protek duo and a right ventricular assist device was placed. The arrhythmia was due to hypotension and an acute cerebrovascular accident. It was reported that the patient expired on (B)(6) 2020. Underlying conditions lead to the rhf (right heart failure). He was a high risk implant with rv(right ventricular) dysfunction before lvad implant. No device issues were reported. The patient had an rvad placed (centrimag) and was reported to have had no device alarms or issues.